Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing and oversensing were noted on the right atrial (ra) lead. It was also reported that high thresholds were noted on the right ventricular (rv) lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.